Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system launcher was not launching. A technical support specialist (tss) dialed into the station; reboot was already completed and the application was loading successfully. Attempted login using cf support credentials to verify synchronization information and confirmed station was communicating properly. Requested the customer to log in and test dispensing functionality. Customer confirmed the station was working with no issues observed. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the launcher failed to launch. The unit was rebooted multiple times with a five minute delay, but the launcher still did not start. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.